Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Cartridge, one piece sled the analysis found that one ec45a device was returned in good visual condition and with one ecr45m cartridge loaded in the device. The cartridge reload was received fully fired and with a clip on cartridge deck. Upon further analysis the cartridge deck was noted to be damaged. The returned cartridge was disassembled in order to verify the condition of internal components and the one piece sled was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the firing trigger was pulled 2 1/2 times and then the device stopped. It was locked on tissue and is unknown how, but user was able to remove device from tissue. It is unknown how the case was completed. There were no patient consequences reported.